Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 srt surgical table and was unable to duplicate the reported event. As part of his inspection, the technician tested the articulation and movement of the table several times and found the table to be operating according to specification. The table was returned to service. The table is under steris service agreement for maintenance activities. The last preventive maintenance was completed in december 2020. No issues with the 5085 srt surgical table were identified at this time. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their 5085 srt surgical table began to drift downwards without command during a patient procedure. The patient was transferred to a different table resulting in a procedure delay. The procedure was completed successfully. No report of injury.